Manufacturer narrative:
The lot number for the device was provided, therefore a lot history review was performed. The device and a photo were provided for review and the investigation is confirmed for material deformation. The definitive root cause could not be established. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the information indicated that model 0600520 chronic catheter allegedly experienced material deformation. This report was received from a single source. One patient was involved with no reported patient injury. Age, weight, and gender were not provided.